Manufacturer narrative:
Ge healthcare recommended replacement of the bellows housing. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bellows housing was cracked. There was no report of patient involvement.